Event description:
Treatment of an aneurysm. It was reported the proximal end of the pipeline did not open after deployment. Several attempts were made to open the pipeline with the balloon but without success. No patient injury reported. Same event as MDR# 2029214-2011-00380.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation. (B)(4).